Event description:
The customer reported to olympus, during reprocessing for an unknown diagnostic procedure, the image with the camera head flashed. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, no fault was found with the subject device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon ¿image flashes¿ was not confirmed. Thus, the root cause could not be identified. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.